Manufacturer narrative:
The complainant reported that she performed a blood glucose test using her nova max plus meter getting a result of 233 mg/dl time is unknown and based on that result the complainant reported she "...an extra pill..." The complainant did state that taking an 'extra' pill is not part of her treatment recommended by her doctor. At 12:00pm she performed a blood glucose testing using her husband's free style meter getting a result of 135mg/dl. She then reported she "... Fel 'weird' as if my blood sugar was low...." She reported "... That her blood glucose runs high and that at 135 mg/dl she starts experiencing low blood sugar symptoms; adding that her 'normal' range is between 160-170 mg/dl..." According to the complainant the time and dated stored in her meter is wrong and declined to correct it while on the phone with customer care. The complainant reported she opened this vial of test strips on (B)(6) 2018, however, test strip lot # 1021316111 expiration date: 04/20/2018. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control - checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation.

Event description:
Complainant reported her concerns about the discrepancy between her meter and her husband's meter.

Manufacturer narrative:
Complaint is not confirmed. The complainant did not return the glucose meter or the test strips in question. The DHR for the meter complete and contained all relevant data indicating the product put into finished goods met all specifications. Retain test strip testing could not be performed the test strip lot # 1020316111, expired: 4/21/2018.

Manufacturer narrative:
Complaint is not confirmed. Failure analysis of the returned of the nova max plus blood glucose monitor revealed the meter performed within specification. The results the complainant reported were identified in the memory of the meter, however the sequence of the reported results does not align with the date details provided. The reported test strips lot number 1021316111 expired 04/30/2018 cannot be evaluated.